Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the (B)(6) at the user facility was having issues with programming an unspecified quantity of novum iq large volume pumps for postpartum oxytocin infusions. This was further described as patients "bleeding postpartum because the clinicians had to get used to more programming steps when transitioning to postpartum oxytocin infusions". The bolus option was not available until after the infusion started and it took twenty-eight (28) clicks to switch between induction and postpartum. The patients were hemorrhaging and the bolus was not going in. No further information was provided.